Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 06-oct-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received from a consumer via company representative regarding a patient who was receiving morphine with concentration 25 mg/ml at a dose rate of 2.4 mg/day via an implantable pump for non-malignant pain. It was reported that the patient had a pump replacement at a different facility on (B)(6) 2018. The patient reported that there had been leakage and a buildup of fluid at the pump pocket site. On (B)(6) 2018 they were going to be checking the catheter and pump site. The healthcare provider¿s plan was to explant the pump if it was infected or if they could salvage the system, the hcp would revise the catheter as needed. Revision kits and how to enter revised catheter in clinician tablet was reviewed at the time of the report. The current catheter volume was as follows: 94.6 cm x 0.0022 ml/cm = 0.208 ml. The date of the event was unknown. On (B)(6) 2018, additional information was received from a consumer. The patient was described as having been deadly sick on (B)(6) 2018. The change in therapy/symptoms occurred suddenly. It was further reported that the catheter broke and the pump and catheter were explanted; the date of event was (B)(6) 2018. The patient was wondering why the catheter was not replaced at the time the pump was on (B)(6) 2018. The patient did not know if he was going through withdrawal or what, but it was stated that he almost died. No further patient complications have been reported as a result of this event.